Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a catheter exchange was required a few months earlier than intended as the catheter was not remaining in position. The catheter was replaced with another device with no reported issues. Upon inspection of the complained device the outer sleeve reportedly appeared to be detached from the inner catheter.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "this product is intended for use by physicians trained and experienced in gastrojejunostomy techniques. Standard techniques for percutaneous placement of gastrojejunostomy tubes should be employed. Single-lumen catheter sets include a silhouette¿ transitionless peel-away® introducer, which has a uniquely fabricated transition between dilator and sheath. Do not turn or pull back dilator from sheath prior to introduction. Manipulation of dilator will result in misalignment of sheath and dilator. Do not attempt to flush sheath prior to insertion. A tfe-coated wire guide must be used with this catheter. Manipulation of the product requires fluoroscopic control. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through the needle tip may result in breakage. The potential effects of phthalates on pregnant/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects". Product was returned. Examination of the returned device verified the malecot was not able to hold form. There is no evidence to suggest the product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Minimal information was provided to assist with this case. The complaint was confirmed based on the customers testimony. A definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported a catheter exchange was required a few months earlier than intended as the catheter was not remaining in position. The catheter was replaced with another device with no reported issues. Upon inspection of the complained device the outer sleeve reportedly appeared to be detached from the inner catheter.